Event description:
Customer reported having unexplained high blood glucose of 500 mg/dl. She changed the infusion set three times. She had two bent cannulas and one was leaking at the site. Current blood glucose was 311 mg/dl, treated with manual injections. Customer's symptom was headaches. Customer was advised to disconnect from the device. The drive support cap was normal. No air bubble or leaks notes. Manual prime was performed and insulin did exit the tubing. Settings were correct. Customer did not have a tubing clamp unable to perfume high pressure test. Customer reported customer had high blood glucose of 565 mg/dl and infusion set had a bent cannula. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-46036 under the serter.